Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. No image was presented due to a faulty charge-coupled device unit. The electrical system had been repaired by a third party. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the high-definition autoclavable camera head presented no image. The intended procedure was completed with a different high-definition autoclavable camera head with no surgical delay. No other devices were replaced during the procedure. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device. Could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿regarding repairment by a third party, the following is stated in the instruction manual. This can prevent the phenomenon. This camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner¿ olympus will continue to monitor field performance for this device.